Event description:
It was reported, the patient only had their device in for about a month and then turned their device off about a year prior to report because, they were pregnant. It was stated, the patient had been getting bladder infections like crazy since they had the baby. It was noted before implant they had been getting them about twice a month and after implant the infections went away and they had them maybe just once in a while. It was reported, the patient had interstitial cystitis really bad. Reportedly, the bladder infections started up on the first of (B)(6) and they had a baby on (B)(6) 2013. The patient stated they went into labor two weeks early because everything was so bad and the patient could not control their bladder. The patient waited four months to turn on their implantable neurostimulator ins because, they had tubes put into their kidneys and they couldn't take the tubes out until a month after the patient had the baby. It was reported, the patient¿s kidneys were under control at the time of report and the baby was fine.

Manufacturer narrative:
Product ID 3093-28 lot# va01jdv, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).